Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, on start up, an 840 ventilator generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.